Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer stated that the drive support cap was damaged. The customer also stated that the retainer ring was damaged and reservoir was able to lock in place. The insulin pump was exposed to moisture. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.